Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: tloc 133 mp sp t1 pps ho 7x99, pn 51-109070, ln unknown; unknown g7 shell, pn unknown, ln unknown; cer bioloxd option hd 36mm, pn 650-1057, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-07116; 0001825034-2018-07117. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient was noted to have gluteal tear assessed via MRI 5 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.